Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2006 due to stress urinary incontinence, fibroid uterus and menomenorrhagia. Following insertion the patient experienced pain, extrusion, urinary problems, bleeding and dyspareunia. It was reported that the patient underwent a vaginal hysterectomy, mesh excision and lysis of adhesions on (B)(6) 2007 due to mesh erosion. It was reported that the patient underwent cystoscopy and removal of mesh on (B)(6) 2011 due to extrusion of mesh. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 09/05/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy, hysteroscopic dilation and curettage, hydrotherm ablation.